Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and bleeding at insertion site. The customer also alleged for autobolus was not functioning, air bubbles anomaly, difference between blood glucose and sensor glucose values. The customer reported blood glucose value of 250 mg/dl. The reported hyperglycemia was treated with manual bolus. The event involved products mmt-1884, mmt-7040a, mmt-431ak and mmt-342. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 250 mg/dl and sensor glucose value was 160 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 90 mg/dl and it was within acceptable range. Customer was advised to monitor the product and change sensor if issue persists. Troubleshooting was performed for air bubbles and determined that the size of air bubbles are at the soda pop/champagne size which is acceptable. Troubleshooting was partially performed for site issues. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-431ak. No product return is required for mmt-342.